Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined.  During manufacturing, the sheath shaft was 100% visually inspected for any defects. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints relating to sheath shaft kinked, bent.  The occurrence rate did not exceed the december 2019 control limit for the trend category.  According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels, which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft kinked, bent was unable to be confirmed. A review of lot history and DHR revealed no indication of manufacturing related issues that could have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, there was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Sheath damage can occur due to angle of insertion, vessel diameter, tortuosity and degree of calcification. It was noted that, ¿due to the anatomy the sheath was quite bend (but not kinked) after extraction.¿ tortuous vessels can create a difficult insertion pathway and increase the likelihood of sheath kink/bend. Additionally, per report, ¿the dilatator did glide out of the hands of the implanter and the esheath was pushed a short distance without dilatator fully inserted.¿ if the dilator was inadvertently moved out of the sheath, the sheath would lack support from the dilator¿. This could make the sheath more susceptible to kinking/bending in a tortuous anatomy.  Based on the information received regarding the patient¿s anatomy, it is possible that procedural (inadvertent slipping of the dilator during sheath insertion) and/or patient factors (tortuosity) contributed to the reported event.  In this case, the exact cause of the vascular dissection is unknown, however may be related to procedural factors (wire dissection, device manipulation) and/or patient factors not provided (mld, calcification, tortuosity).  Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not req

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6) during a transfemoral tavr with a 23mm sapien 3 valve in the aortic position, during esheath insertion, the wire looped inside the femoralis and the dilatator glide out of the hands of the physician and the esheath was pushed a short distance without the dilatator fully inserted.  The esheath was removed and a new sheath was inserted. After switching to the second sheath, the patient¿s pressure dropped. The angiography showed a circular dissection in the femoralis under the bifurcation.  Per medical opinion, the sheath or the wire dissected the intima of the vessel and created another lumen in which doctors then pushed forward the esheath in, before recognizing the problem. A vascular intervention was performed.  Additional patient¿s data is not available.